Event description:
Reportedly, on (B)(6) 2019, the patient fainted at home. He was in cardiopulmonary arrest and received cardiac massage. He was resuscitated at the hospital. On (B)(6) 2019, episodes showing ventricular fibrillation as well as noise oversensing at 125ms intervals on the ventricular channel were found in the pacemaker memory. The pacemaker was reprogrammed from vvir (twin trace sensors) to vvi. On (B)(6) 2019, no new episode showing ventricular fibrillation was observed in the device memory. On (B)(6) 2019, the subject pacemaker was replaced by an ICD.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the patient fainted at home. He was in cardiopulmonary arrest and received cardiac massage. He was resuscitated at the hospital. On (B)(6) 2019, episodes showing ventricular fibrillation as well as noise oversensing at 125ms intervals on the ventricular channel were found in the pacemaker memory. The pacemaker was reprogrammed from vvir (twin trace sensors) to vvi. On (B)(6) 2019, no new episode showing ventricular fibrillation was observed in the device memory. On (B)(6) 2019, the subject pacemaker was replaced by an ICD.